Event description:
Manifold syringe has an issue with the plunger that allows fluid to leak behind the plunger into the syringe and onto the sterile field. Therefore the system is no longer a closed system.====================== manufacturer response for kit, manifold, angiographyhospira rep to observe use of hospira's custom manifold kits in cvc's cath lab, as part of trouble-shooting the leaky control syringes. (Please note the common lot number between these two reports.) Hospira's investigatory conclusions, from their recent letters were as follows: "testing did not duplicate the reported event. Examination for cracks, damaged components and molding defects that could cause leaking and / or air to get into the syringe was not found. Vacuum testing and air leak testing the device met the product specifications requirements." I suspect testing/examination of these most recent examples will yield the same conclusions.